Manufacturer narrative:
(B)(4). Concomitant medical products" cat: 902571 lot: 070670 5.0mm ti w/ maxbraid ndls, cat: 902581 lot: 362840 5.0 allthread ti 2#2 mb tprd n, cat: 902582 lot: 451440 6.5 allthread ti 2#2 mb tprd n. Report source: foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the tiscrew anchors broke and were retained in the patient's body. Attempts have been made and no further information has been provided.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following the following section was corrected: b4 (expiration date), b4 (UDI#). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.